Event description:
Customer reported her insulin pump alarmed during an infusion set change. Customer's blood glucose is 172 mg/dl. She said insulin is squirting out during the manual prime process. The device was not dropped recently, but it was a few times in the past. The drive support cap appears normal. Customer was advised the alarm was due to the force sensor not detecting the reservoir during seating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to a faulty force sensor. The device was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.